Manufacturer narrative:
No additional info was provided. The sling bar has not been returned for analysis. No injury was reported.

Event description:
Complaint received that the composite hook on the sling bar broke. No injury was reported.